Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to an intracranial hemorrhage. The patient's husband called 911 after she made a strange sound in bed. The patient had complained about a dull headache the night prior to the incident. The patient suffered a massive stroke and by the time ems arrived, her pupils were fixed and dilated. The patient's anticoagulation values had been therapeutic and even supra-therapeutic at times. Her lactate dehydrogenase (ldh) level had spiked to greater than 750 u/l 2 days prior to the incident. The patient's ldh level upon arrival at the hospital was 1229 u/l. The patient's family declined an autopsy or pump removal.

Manufacturer narrative:
A root cause for the patient¿s intracranial hemorrhage and a correlation to the device could not be determined through this evaluation. A full evaluation of the device could not be conducted as the device was not returned to the manufacturer. Bleeding, stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.